Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the check button on the infusion device is defective. No physiological effects were reported. Pt did not require treatment from a healthcare professional or second party to address the issue. Infusion device was requested for eval. No additional info was provided.